Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor reset during testing. A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. Upon further investigation, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the reset was unable to be positively identified. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient lost consciousness and was on their way to the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received two inappropriate treatments from the lifevest. At 00:32:29, the patient received the first treatment. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact and the post-shock rhythm was asystole with CPR and motion artifact. At 00:33:07, the patient received the second treatment. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. The response buttons were not pressed during the event. CPR and motion artifact contributed to the false detections.